Event description:
It was reported that the patient had a hematoma and experienced leg weakness. The patient went to the emergency room and underwent an explant procedure. The patient was still experiencing leg weakness after the device was removed. No further information has been obtained despite good faith efforts.